Event description:
Consumer called upset with very different readings that on their other meter. Analysis run on clark error grid using comparison reading (118, 123) as ref point vs bd readings (519, 553) yielded data points in the c range of the grid, outside acceptable limits.